Event description:
It was reported that the atrial lead values appeared identical to the ventricular values, and it was not capturing the atrium. Fluoroscopy revealed that the atrial lead had dislodged and fallen into the ventricle. Programming was set to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.